Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported failed accuracy. The pump was received in good physical condition with a scratched screen. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. The device was tested 3 times for pressure, all 3 test were out of specification. The cause of the issue was determined to be the downstream sensor. The sensor was replaced. No further actions taken.

Event description:
It was reported that a smiths medical pump failed pressure test 44.88psi. No adverse patient effects were reported.